Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a diminished battery life. Customer blood glucose at the time of the incident was unknown. The customer stated that the battery compartment was broken and the insulin pump looses battery connection and turns off. The insulin pump had unexplained no delivery alarm and takes longer to rewind. Troubleshooting was not performed. The insulin pump will not be returned for analysis.